Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure a farawave catheter was selected for use. However, when after the device was placed in the faradrive sheath there was air entrainment during aspirations. The physician replaced the sheath, but the issue persisted, therefore he decided then to replace the catheter and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis. It was discarded at the facility.